Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: blood pump; additional text: pump failure; specific component(s) involved: other component malfunction, specify; additional text: other component: end of life for device; causative or contributing factor: no specific contributing cause identified; other cause: intervention(s): replacement of pump; other intervention: implant device type: lvad; malfunction device type:.